Event description:
It was reported that the lv lead at attempted implant was not placed due to positioning difficulties, difficulty passing a guidewire through the lead, and dissection. No further patient complications were reported as a result of this event.

Event description:
It was reported that the lv lead at attempted implant was not placed due to positioning difficulties, difficulty passing a guidewire through the lead, and dissection. No further patient complications were reported as a result of this event. It was further reported that the patient had a coronary sinus vein dissection in which the first layer or layers of the vein separated and caused a blockage making it impossible for the lead to pass through. The patient was fine and no further surgical intervention was needed.